Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged cough,headache, water running out quickly, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged seeing particles in the device, cough, headache, water running out quickly, nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. Slight fibrous contamination on and around the iso port, dust like and fibrous contamination inside the bottom enclosure, unknown reddish contamination in the seam area of bottom enclosure, unknown white contamination on the front panel, unknown reddish-brown contamination on the top enclosure, hair like contamination on the air inlet of the blower box, potential mineral deposits on the blower motor and the blower box at the filter area indicating potential water ingress, unknown white contaminant on top of blower motor and on the inner rim of the bottom of the blower motor, and dust like and fibrous contamination on the blower outlet seal was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam but no black particles were present in the blower box. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed the customer allegation and evidence of visible foam degradation and the contamination likely originated externally to the device. Sections d8, d9, h2, h3, h6 were updated in this report.